Event description:
The pt underwent pelvic surgery in 2004 during a clinical study. Post operatively, the pt developed a urinary tract infection. The pt was prescribed antibiotics and the urinary tract infection resolved about 2 weeks later. It was reported that the urinary tract infection was not related to the device.